Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2020. H.6. Investigation: one IV set with the connector along with an injector connected to a syringe was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the connector membrane, or the membrane of the mating injector. Leakage testing was performed and no leaks were identified. Additionally, a pressure test was conducted on the used samples, no leak was observed from the injector membrane, however, a leak did occur between the connection of the injector and connector of the infusion set. It was also noted that both membranes of the connector and injector appeared to have been penetrated multiple times. During manufacturing, leakage and positive pressure testing is performed to verify the sealing quality of the membrane. As the lot for this component was unknown, a complaint history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. H3 other text : see h.10.

Event description:
It was reported that connector c60 bns leaked. The following information was provided by the initial reporter: "during preparation of carboplatin, when injecting the solution from a syringe into the priming set, leakage occurred at the n35j area. The exact location of leakage remains unknown. The customer is asking for investigation on the actual sample. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connector c60 bns leaked. The following information was provided by the initial reporter: "during preparation of carboplatin, when injecting the solution from a syringe into the priming set, leakage occurred at the n35j area. The exact location of leakage remains unknown. The customer is asking for investigation on the actual sample."